Event description:
The facility's nurse reported that the flo-gard infusion pump would constantly alarm for occlusion, but if the tubing was removed from the pump tubing chamber the medication would flow freely, there was no occlusion. The facility rep reported that the constant occlusion alarm occurred during pt use. There were no reports of injury or medical intervention. The nurse reported that she swapped out devices when she was unable to program the device due to the constant occlusion alarm. No additional info is available.

Manufacturer narrative:
The device has not yet been received for eval. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval, or if additional info becomes available.